Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported separation and failure to advance appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the saphenous vein graft. A 4.5 x 15 mm nc trek balloon dilatation catheter (bdc) was prepped per the instructions for use. An attempt to advance the bdc to the lesion was made; however, the device did not cross due to anatomy. The bdc was removed and a new guide wire was advanced. When attempting to re-advance the bdc onto the guide wire it was noticed that there was blood in the indeflator. While withdrawing the bdc it was noticed that the shaft separated; however, no resistance was felt. Both portions of the bdc were removed successfully and the procedure was successfully completed with a new unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.